Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 14 bd vacutainer® serum blood collection tubes experienced whole tube push off on the non patient end of the needle during use. The following information was provided by the initial reporter: the tube "pop off" when used using a wing needle (slbcs) 1.was this happened before or after centrifugation? - before centrifugation 2.if stopper coming off in the centrifuge what was time and speed? Is appropriate centrifuge bucket insert used? - n/a. 3.was a holder used? Was it a bd holder? - used bd yellow holder. 4.was the acquisition device bd? - yes, used bd close system. 5. What is the acquisition device that was used? - n/a. 6. Was a syringe used to fill tubes? Was plunger pushed to blood or was the vacuum. Used to draw the blood into the tube ? - used syringe. 7. Was the closure recapped? Was there a tight seal? - closure recapped.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 14 bd vacutainer® serum blood collection tubes experienced whole tube push off on the non patient end of the needle during use. The following information was provided by the initial reporter: the tube "pop off" when used using a wing needle (slbcs) 1.was this happened before or after centrifugation? Before centrifugation. 2.if stopper coming off in the centrifuge what was time and speed? Is appropriate. Centrifuge bucket insert used? N/a. 3.was a holder used? Was it a bd holder? Used bd yellow holder. 4.was the acquisition device bd? Yes, used bd close system. 5.what is the acquisition device that was used? N/a. 6.was a syringe used to fill tubes? Was plunger pushed to blood or was the vacuum used to draw the blood into the tube ? Used syringe. 7.was the closure recapped? Was there a tight seal? Closure recapped.